Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that one of the internal hlc batteries was completely depleted and would not take a charge. The hlc battery, designator bt3 which is located on the analog pcb assembly could not hold a charge which led to the device not having sufficient power to stay powered on in order to deliver a defibrillation shock. Additionally during evaluation, there were non-shorting tin whiskers observed on the charge-pak and switch flex cable assembly. These tin whiskers were not related to the reported power issue.

Event description:
It was reported to a 3rd party service agent that the customer's device was displaying both a service wrench and low battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, the 3rd party service agent observed that the device would not remain powered on.

Manufacturer narrative:
The 3rd party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.